Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain, diarrhea and cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with cefepime (1gm, daily, intraperitoneally, for 14 days) and vancomycin (1gm, every 5 days, intraperitoneally, for 14 days) for the event. The patient was also treated with fluconazole (100mg, every day) for the event. Two days after event onset, the patient presented to the emergency room for bilateral flank pain and decreased urine output. The patient was not admitted to the hospital and the cause for the bilateral flank pain and decreased urine output was unknown. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.